Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead 2004 (B)(6); (B)(4) implantable pulse generator 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has a history of oversensing. It was also noted that on atrial heart rates (ahr¿s) the atrial pace- ventricular pace (ap-vp) are very close together and non-competitive atrial pacing (ncap) is currently turned off. It was recommended that ncap be turned back on and to continue to monitor the patient¿s rhythm. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.